Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized for the event and was discharged the following day. Treatment for peritonitis, patient outcome, and action taken with pd therapy were not reported. No additional information is available.